Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed keflex 500mg on (B)(6) 2013 (dosage and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.